Event description:
It was reported that the device alert triggered and went from elective replacement indicator (eri) to end of life (eol). Rapid battery depletion is suspected. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. The device met 80% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Evaluation summary: (B)(4) performance data collected from the device was analyzed and revealed that the battery voltage - battery depletion indicated/elective replacement indicator (eri) and time of eri from the save to disk was on (B)(6) 2012 with device eri<=2.62 volts. The weekly battery voltage trend data shows minimum battery (voltage) =2.64 to 2.62 volts minimum between (B)(6) 2012 and two patient alerts for low battery voltage on (B)(6) 2012.